Event description:
It was reported that during thr, upon removal of inserter, a piece broke off and was retrieved. All pieces accounted for. No delay or injury reported.

Manufacturer narrative:
The associated complaint device was returned and evaluated. A visual inspection of the returned r3 offset impactor indicated that a welded region on the r3 offset impactor was fractured. This was likely due fatigue loading of the weld joint caused by repeated impacts. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history on the listed part revealed no prior complaints for the listed batch. Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate further as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation closed.